Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and functional tests of the returned device. Visual analysis of the returned product revealed that there was a hole in the pebax. Reddish material inside the pebax was also observed. A magnetic sensor functionality and a screening test were performed, in accordance with bwi procedures. The device was working correctly; it was properly recognized and visualized. However, design failure mode and effect analysis (dfmea) states the damage in the pebax is related to the force issue. The damages found in the catheter could be related to excessive force or manipulation, however, this cannot be conclusively determined. The root cause remains unknown. Additionally, the customer had provided pictures of the complaint condition to aid in the investigation process. According to pictures provided by the customer, force vector was observed inverted on carto 3 screen. The instructions for use contain the following warning stated in the carto 3 system manual, which was applied for this product: if the problem persists, replace the catheter cable or the catheter. The customer complaint was confirmed based on the pictures received. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use contains the following information, which was performed for this case: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. It was initially reported by the customer that during the procedure, there was a problem with the force of the catheter. A second catheter was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported force issue is not considered to be an MDR reportable event since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 8-mar-2022, bwi¿s pal revealed that a visual inspection of the returned device found a hole in the pebax with a reddish material inside the pebax. This finding has been reviewed and assessed as an MDR reportable malfunction since the integrity of the device is compromised.